Event description:
It was reported that a catheter break occurred. The target lesion was located in the right lower limb. An angiojet solent omni was used for thrombectomy procedure. During procedure, the catheter malfunctioned and was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
D4: updated lot number based on gfe response. Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 88 cm from the tip, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Kinks were also confirmed.

Event description:
It was reported that a catheter break occurred. The target lesion was located in the right lower limb. An angiojet solent omni was used for thrombectomy procedure. During procedure, the catheter malfunctioned and was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.